Event description:
Milwaukee fire department als responded to a pt in cardiac arrest. The first responding bls unit had already defibrillated the pt once. M3 disconnected the defibrillator pads from the bls unit's AED and connected them to their monitor/defibrillator. When attempting to defibrillate the pt, the pads sparked. It appeared to the paramedics as no shock delivered (no body movement). The pads were changed. The pt was defibrillated with the new pads and it happened to be a successful shock (the body moved). The pt was resuscitated and transported to the hospital with good vital signs.